Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 500 mg/dl. The customer states she was admitted to the emergency room due to not removing needle hub and also she has a high blood glucose no because of the no delivery alarm. The customer¿s blood glucose level was 291 mg/dl at the time of the incident. The customer states the drive support cap appears normal. The customer states the symptoms did not occur until the blood glucose get over 400 mg/dl. The customer was treated with manual injection pin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.